Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was asleep at the time of the shock. Technical services discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was asleep at the time of the shock. Technical services discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was asleep at the time of the shock. Technical services discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.